Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the patient had a history of myocardial infarction and complete av block with no intrinsic rate. (B)(6) 2011, atrial overdrive pacing was activated during the patient follow-up. (B)(6) the patient died.